Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, yellow particles, calcification in the surface of the shell. Leak test was performed and found opening on radius. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on radius side due to surgical damage.

Event description:
Healthcare professional reported right side "pain and swelling". Removal of textured device for smooth. Device was explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: pain and concern with the product. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side ""pain and swelling." Removal of textured device for smooth. Device was explanted.